Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The day following the onset, the patient was hospitalized for the event. On unreported date(s), the patient was treated with injection vancomycin ("1 gram three days once", route not reported), injection fortum ("250 milligrams every bag", route, frequency, and duration not reported), and injection reflin ("250 milligrams every bag", route, frequency, and duration not reported) for the peritonitis event. Action taken with dianeal therapy was not reported. It was not reported whether the patient has been discharged from the hospital or whether the patient recovered from the event. No additional information is available. This is report 3 of 3 involved in this event.

Manufacturer narrative:
The patient's fluid was clear and they recovered from the event of peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter titanium adapter. The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted. This report involves the same patient as in (B)(4).